Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint was not confirmed. The technical assistance center (tac) technician attempted to provided troubleshooting with the user. The user did not have another cyberwand generator or footswitch; therefore, no troubleshooting could be performed. The root cause cannot be confirmed until the unit is returned and evaluated by olympus service. The user advised the device would not be returned for evaluation, but would be replaced with a shockpulse system. No further information was reported. A supplemental will be submitted if new information becomes available or the device is returned.

Event description:
The user facility reported that during the beginning of a therapeutic procedure, they were not getting a full tone from the generator and transducer after tuning. The user was getting a full tone during the tuning process. The user tried multiple sets of transducers. There is only one generator and one footswitch available for use. Since the user had no other equipment to use, the procedure was not completed and the patient remained hospitalized until another system was available. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The user returned a cw-usls cyberwand lithotripsy system and reported "they are not getting a full tone from the generator and transducer after tuning. The user is getting a full tone during the tuning process." Upon evaluation of the returned device, the complaint could not be confirmed as the reported phenomenon could not be duplicated. Per evaluators, the unit was inspected & tested. No functional problem found. Burn-in for half an hour and re-tested, still unable to create any functional problem. But found the old software v1.1 needs to be upgraded to the newest v1.2. The software was upgraded and the unit passed all functional and electrical safety tests before being returned to the customer. A definitive root cause of the reported phenomenon could not be determined. Failure may be a result of improper tuning by the customer. The instructions for use outline instructions regarding handling, assembly, tuning and proper use of the device. Device history records were requested form the original equipment manufacturer, however not yet made available to olympus for review. A review of instrument history suggests this device has not been previously serviced by olympus.